Manufacturer narrative:
H6: device code 2017- against resistance. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use as a known potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a know adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the foot plate was stuck in the vessel and could not be closed. The device was removed against resistance with the foot plate opened, tearing the vessel and a guide break occurred. The sheath was upsized to a 12f, and the evar procedure was completed. Surgical intervention was performed to repair the vessel and achieve hemostasis. There was no reported clinically significant delay in the procedure no additional information was provided.